Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed an incorrect amount of insulin on board (iob) after delivering a bolus. Tandem technical support made multiple follow up attempts with the customer in an attempt to obtain customer's pump data for review; however no response was received. Customer's blood glucose level was 195 mg/dl.